Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that prior to calling they had cleaned the integrated multisensor technology (imt) system and replaced the quicklyte sensor. The tsc instructed the customer to check the diluent bottle and the customer discovered that tubing had come off of the cap. The customer secured the cap tubing and primed the diluent. Tsc the instructed the customer to stylette and bleach the port and the tubing and prime the system. Diluent check and quality controls were run, resulting within range. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and resulted lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.